Event description:
User facility reported a perforation, in the upper right wall of the uterus, seen on hysteroscopy following several attempts to position a disposable novasure device. In 2008, the physician reported that no treatment was needed for the perforation and the pt was discharged home following the procedure. The pt has been seen on follow-up and is doing "fine".

Manufacturer narrative:
The lot/serial number was not provided; therefore, an investigation or review of the device history record for this device was unable to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.